Event description:
Customer reportedly tested on the device at 10:01am with a result of 451mg/dl. Caller reports that customer had low blood glucose symptoms at that time and did not taken any insulin. The customer then drank coffee and ate cereal and the paramedics were called. Caller states that 20 minutes after the initial result of 451mg/dl, the paramedics tested customer at 51mg/dl and gave him glucose tablets. Fifteen minutes later the customer was at the hospital where he was given a glucose IV. He reportedly tested an hour later on the hospital equipment with a result of 91mg/dl. No quality controls were used. Requested return of suspect device and replacement was sent.